Manufacturer narrative:
The customer did not provide an alarm trace for this complaint, however, the customer had complained that the issue was not resolved on an additional complaint involving the same analyzer. No erroneous results were reported outside of the laboratory in the additional complaint. The alarm trace was provided in the new complaint where potential sample probe issues were identified. The igg-2 result of 300 mg/dl was correctly flagged. The alarm trace shows abnormal probe sucking alarms which should encourage the operator to check the sample. There is no indication that this occurred. The field service engineer replaced the sample probe in the new complaint and confirmed the analyzer was operating within specification. Investigation has determined that in very rare cases, a disturbance of the sample liquid level detection (lld) may occur due to fretting corrosion on the sample probe connector. This occurred due to a production change for the connector. In those cases where the disturbance of the lld occurs, the affected sample probe may dip into the sample material deeper than intended, therefore the sample probe may be not washed adequately, which may lead to carryover. The affected sample probe connector type has been changed in production to a new connector type. With that new connector type, the lld is ensured to fully function as specified. A guide for identifying potentially affected sample probes is being provided to customers. The potentially affected sample probes will be exchanged free of charge to customers. In addition, a workaround for this issue is being provided to customers to implement until their new probes are received.

Manufacturer narrative:
The reaction kinetic data provided indicate that the initial, low data result was due to low sample volume being pipetted. No other issues were identified within this data.

Manufacturer narrative:
(B)(4).

Event description:
The customer questioned the results for 2 patient samples tested for igg-2 tina-quant igg gen.2 (igg-2) on a cobas 6000 c (501) module between (B)(6) 2016. Based on the data provided, the results for 1 patient were erroneous and reported outside of the laboratory. The initial igg-2 result was 300 mg/dl with a data flag. The analyzer automatically reran the sample and the result was 819 mg/dl with a data flag. The customer put the same sample tube back on the analyzer for a 2nd time and the repeat result was 425 mg/dl with a data flag. The initial result had been reported outside of the laboratory and then corrected when the 2nd result was produced. The result was corrected a final time when the 3rd result was received. No adverse event occurred. The patient was not treated based on the erroneous results. The igg-2 reagent lot number was 15077701 with an expiration date of 02/28/2018. The customer is not having any issues with any other assays and no other patient samples are affected. The customer is not having any calibration or quality control (qc) issues. The field service engineer (fse) was sent to the customer site where no issues were identified. The operator re-ran the sample in question and obtained a good result. The fse also performed precision testing. The results were acceptable. The calibration data provided show stable results. The qc data provided, suggest imprecision and inaccuracy specifically related to maintenance, hardware issues or material handling issues. There may also be unique properties of the sample affecting the results.